Event description:
A 65-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, a medical record dated on (B)(6) 2024, was received by novocure, documenting that the patient developed contact dermatitis associated with optune gio therapy, described as burning and persistent pruritus. Management included oral hydroxyzine 12.5 mg nightly, cetirizine 20 mg twice daily, clobetasol foam, mupirocin 2% ointment, and triamcinolone 0.1% ointment. At a follow-up on (B)(6) 2025, the patient reported improvement with clobetasol foam, and clinical examination showed reduced redness and resolution of erythematous papules on the scalp. Mupirocin was discontinued due to the absence of open lesions; other treatments were continued. However, during a subsequent visit on (B)(6) 2025, the patient reported ongoing symptoms, including burning and itching of the scalp. The physician's examination revealed erythematous, scaly, and crusted plaques. The physician advised restarting mupirocin 2% ointment twice daily for open lesions, continuing clobetasol (foam or ointment), initiating daily hypochlorous acid spray, and maintaining use of cetirizine and hydroxyzine. The physician also discussed the potential addition of the following treatments should current measures prove ineffective: low-dose naltrexone for scalp pain, gabapentin, and prednisone 10 mg daily. A bacterial swab was obtained during the visit; results were pending at the time of documentation. Attempts to contact the prescribing physician were made, although no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the contact dermatitis that required medical intervention cannot be ruled out. Dermatitis contact is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).